Event description:
The patient presented with a subarachnoid hemorrhage. During the balloon assisted coil embolization of an anterior communicating artery aneurysm, the first coil perforated the aneurysm after approximately half the coil was inserted into the aneurysm. The physician did not encounter any resistance during the deployment of the coil. The physician deployed the remainder of the coil into the aneurysm and completed the aneurysm embolization with additional coils. The patient condition post procedure was unchanged from their pre-procedure condition.

Manufacturer narrative:
Additional information was received from the physician. The microcatheter was not moving an abnormal amount as the coil was being deployed, but forward pressure on the catheter could have contributed to the event.